Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of after the lens had been implanted, the surgeon noticed a defect in the lens. The lens was explanted and a new lens was implanted. There was no harm to the patient. The wound was not enlarged and no suture was necessary. In the surgeons opinion, the lens was damaged by the handpiece. Additional information has been requested.